Event description:
It was reported that the ar-9100-06s univers apex humeral stem implant was inserted as per the technique. The threads would not properly "seat" the implant for proper positioning. A second implant was used and inserted in the proper position. No additional time or adverse action was needed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9100-06s, batch 10321777 humeral stem was received for investigation. Visual inspection noted that the version locking screw was seated within the trunion, and the inclination locking screw was not returned for analysis. Attempts at functional testing identified that the version locking screw could not be removed from the trunion, indication potential thread damage. No other abnormalities were observed. As neither the inner diameter of the trunion nor the version locking screw threading were able to be assessed. A potential most probable cause can be attributed to over-engaging the screw within the trunion. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.